Event description:
An alarm was reported by the customer, associated with an occlusion issue. The blood glucose level was unaffected, remaining within a safe range. Technical support guided the customer through several steps, including disconnecting the tubing, performing boluses, and replacing supplies when necessary, which successfully resolved the issue, allowing the customer to resume insulin use.